Manufacturer narrative:
Continuation of concomitant products: c4tr01 crt-p implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead exhibited undersensing on a presenting rhythm. It was noted that the lv lead is plugged into the right ventricular (rv) port of the device. The lv lead remains in use. No patient complications have been reported as a result of this event.